Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Patient's current bg: 436 mg/dl. Customer treated for high blood glucose with manual injections. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer run manual prime with current set. Customer reports insulin exited at the qr. Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.